Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex user guide states, "replace the cartridge every 48 hours if using humalog."

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (306 mg/dl). Reportedly, the customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered a bolus to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. Customer reported humalog insulin is used, and used longer than the recommended 48 hours.